Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) indicated elective replacement indicator (eri); ipg was rechecked approximately 2 months later and the battery had approximately 25 months remaining. It was also reported that the right atrial (ra) lead exhibited high thresholds. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.